Event description:
It was reported that at a follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) code and 11% remaining battery longevity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.